Event description:
Pt was revised to address pain due to femoral loosening at the cement/implant interface (competitor's cement was used in the primary surgery). Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event without the product to examine. Provided info stated, the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.